Event description:
Vacuum extraction was attempted during 7 contractions, due to fetal heart tone problems. Vacuum extraction was unsuccessful. One attempt with forceps made, also unsuccessful. Baby was then delivered via cesarean section. Baby suffered subgaleal hemorrhage as result of vacuum extractor. Baby has now recovered completely.